Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Also performed bicarbonate buffer test, and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had difficulties with sensor. Customer reported that when sensor was removed, cannula was missing. Customer had an x-ray done at the hospital and cannula was not found. Customer was also having problems with the needle hub coming out with the serter. Customer's blood glucose was between 6 mmol/l and 10 mmol/l. Customer had issues with bleeding and reports of not being on medication which caused bleeding. Customer was advised to change sensor and to insert in a different location.